Event description:
It was reported that an asymptomatic patient was seen in clinic and the pulse generator was in backup vvi mode. After a device code download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.